Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the anatomy; the delivery system was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the xience xpedition everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
(B)(6) hosp data. Patient ID: (B)(6). It was reported that on (B)(6) 2015, a 3.5 x 33 mm xience xpedition stent was successfully implanted in (lad) with 99 % stenosis. The patient was discharged on (B)(6) 2015. Information received from the 4 year follow-up on (B)(6) 2019, indicated that on (B)(6) 2018, the patient was re-hospitalized for intermittent chest tightness and pain for 3 years, aggravated for 3 days which was diagnosed as coronary heart disease. Medication was provided and the condition resolved without sequela. On (B)(6) 2018, the patient was discharged home. Per physician, the event was not related to the device. No additional information was provided.